Event description:
It was reported that during reprocessing of the maryland bipolar forceps instrument, it was discovered that the instrument would not approximate. There were no missing or fallen pieces reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument was returned with one grip bent, causing side to side misalignment of the grips. There is a .033 offset at the tips, indicating overloading at the tip. The bent grip may have prevented the tips from approximating properly. The instrument passed electrical continuity testing. It was concluded that damage to the grip was likely due to mishandling/misuse. Failure analysis investigation found that the surface of the distal pulley has scratches. The distal end of the main tube has various scratch marks exhibiting light material removal and a rough surface finish. The scratches are short in length and not axially aligned with the tube. It was concluded that the damage to the instrument's the pulley main tube was likely due to mishandling/misuse. No other damage was noted. The instruments and accessories user manual specifically states: general precautions and warnings, - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself in constitute a MDR reportable event; however; the damage to the instrument's main tube, found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.